Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer is unable to read anything on the screen. The insulin pump looks like it is bleeding. Customer is only able to bolus since nothing else comes up on the screen. The customer's blood glucose was 120 mg/dl. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. The insulin pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.